Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event.

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.